Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore, unavailable for a physical evaluation. No non-conformances were identified for this part number, lot number combination per qlik query executed on (B)(4) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl and lcl reconstruction procedure the speedtrap construct, green/white and the speedtrap construct, white broke while being shuttled through the tunnel. The sales rep stated that both sutures broke on the upper half near the speedtrap. A suture passer and a suture cutter were not used in this procedure. The sales rep stated the surgeon was using proper suture management. The surgeon salvaged the remainder of the both sutures and used them to complete the case. There was no patient harm or surgical delay. The sutures were implanted in the patient.